Event description:
Additional information: the low flows were attributed to the tip of the inflow cannula hitting the wall when the patient was sitting. The patient's existing mitral regurgitation (mr) was thought to be exacerbated by mitral valve prolapse (mvp), a rupture of the chordae tendinea, from the patient's impella implant. The heartmate 3 was not thought to have exacerbated the mr. A right heart catheterization (rhc) and echocardiography (echo) were performed that showed the mr remained when the pump speed was adjusted; it was judged that it would be difficult to lower the pump speed or wean off of the heartmate 3.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log files provided by the account confirmed the reported low flow alarms. The account attributed the low flow alarms to a reduced left ventricular diameter and the patient¿s body posture/positioning. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The submitted system controller event log file contained events on (B)(6) and captured multiple low flow hazard alarms. Of note, pulsatility index (pi) values were elevated at the time of the alarms. No other notable events or alarms were observed within the file. The pump appeared to operate as intended at the set speed. On (B)(6) 2023, the heartmate 3 low flow software was successfully installed on the patient¿s primary and backup system controllers. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. A) is currently available. Section 1 of the IFU provides an explanation of all pump parameters, including pump speed, power, flow, and pulsatility index (pi). In reference to pi, section 1 and section 4 of the IFU state that ¿pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e. The pump is providing greater support and further unloading the ventricle)¿. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook (rev. C). Is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. Furthermore, the handbook cautions patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate 3 pocket guide to alarms for clinicians (rev. C) and the heartmate 3 pocket guide to alarms for patients and caregivers (rev. C) explain that the low flow hazard alarm will be triggered when pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced frequent low flow alarms, especially when sitting. There was possibly a relation between their posture and blood volume, or the location around hte wall of the inflow cannula caused by poor body posture. A low flow software upgrade was requested to improve quality of life. Log files showed low flows as low as 2.3 lpm on (B)(6) 2023 and had no symptoms at that time. The patient also noted have an existing mitral regurgitation, with "various testing results" that reportedly made weaning from the heartmate 3 difficult.

Manufacturer narrative:
This event occurred at (B)(6) hospital. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.